Event description:
It was reported that during sawbones laboratory, it was discovered that the saw blade on the battery oscillator device was shaking loose upon use. According to the report, the saw blade device fit and snapped into the device. However, once the device stated to shake, it was observed that the saw blade device would fall out. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the turning knob was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling as it appeared that the device had been dropped, which is misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.